Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported during a trial procedure on (B)(6)2015 a cerebrospinal fluid leak (csf) occurred. As a result, the physician abandoned the procedure. It was also noted the patient developed a slight headache after the procedure. Follow-up information revealed the patient's headache has subsided.